Event description:
Healthcare professional (hcp) reports one incident of blood leak after passing air leak test on psn 210 dialyzer. Blood leak occurred at start of treatment and was noted on blood leak alarm. Blood leak was verified with positive hemastix. Blood was returned to the patient. Treatment was resumed with new disposables and completed without further incident. No patient injury or medical intervention reported per hcp.